Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review indicated no prior records of service of the device. The review of the event history log (ehl) found no indication of latch lock issues. The device failed the latch lock test as the latch lock mechanism was difficult to open/close and did not register when locked. The latch lock, latch lock flex cable, and latch handle were replaced to solve the issue. Performance verification testing (pvt) was performed, and the device then passed all test criteria thereafter.

Event description:
It was reported that the lock/latch is not working. There was no patient involvement. Device analysis found that the latch lock mechanism was difficult to open/close and did not register when locked.